Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Date of event: date is an estimate. Customer provided (B)(6) 2019.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿writer called into room after patient called stating IV pump was beeping. When writer went to check the IV infusion, the channel stated "air in line". Writer proceeded to check IV infusion of cefepime and discovered bag was empty. Writer then checked volume infused on the IV pump and it read 67ml - pt was to receive 100ml total. Writer turned off pump and flushes pt's IV. Pt complained of pain at IV site and IV site was slightly red but no swelling noted. Neurosurgery on-call resident paged to make aware IV pump and channels labeled that they malfunctioned." An incomplete date of event of (B)(6) 2019 was provided.